Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level ranging between 500-600 mg/dl due to an unknown cause. Bg level was addressed by performing a supply change and delivering a correction bolus. Recommendation was made to consult with their health care provider to discuss diabetes management.